Event description:
It was reported a spectrum pump had system error 105. It was also reported there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported system error 105 which was observed at power up. System error 105 was confirmed and caused by severed motor mount screws. The failed motor assembly was replaced along with the screws.